Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the battery device fell out of the battery housing / casing device onto the floor. The reporter went on to clarify that the device fell apart due to the user not locking the battery casing mechanism properly. The surgery procedure was extended for four minutes. It was unknown if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The patient outcome was "ok". It was reported that there was no allegation with the battery device. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.